Manufacturer narrative:
The insulin pump alarmed button error and no act, up and down button response due to corroded keypad traces also, moisture damage was found the on electronic and motor assembly. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The pump had fallen down to the sea the day before yesterday. There was water behind the pump display. Customer is using an old pump and her blood glucose is under control. Customer was informed about the replacement procedure and the pump was delivered to the customer.